Event description:
It was reported that the patient presented in clinic for a routine follow-up. It was noted that the implantable cardiac monitor (icm) unable to be interrogated. The field representative confirmed that the cause of failure to interrogate was due to the programmer dongle was detached. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 section.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. It was noted that the implantable cardiac monitor (icm) exhibited failure to interrogate. No changes or interventions were reported. The patient was in stable condition.